Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime due to faulty force sensor. We were unable to perform the occlusion and excessive no delivery alarm tests due to prime anomaly.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 580 mg/dl. The customer stated that she was dizzy, nauseous and vomiting. The customer stated that she has been getting no delivery alarms lately, and her doctor was convinced that the insulin pump needed to be replaced. Nothing further was reported.